Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 458 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer reported that they treated high blood glucose level with the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because of high blood glucose level and red notification light was on. The customer also mentioned that the insulin pump was not working anymore, serial number had faded and could not read it and the belt clip had got disconnected. The customer declined to test the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and displacement accuracy tests; it failed sleep current measurement, and self tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link. No upload/download anomalies or delays in uploading/downloading were noted. The vibrator failed to vibrate when it was supposed to during the self test, and the notification led was dimly lit throughout testing. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Furthermore, the battery compartment interior as well as the battery board assembly underneath the battery compartment were corroded as well. Device was received with a crack in the battery threads that runs horizontally from the belt clip rails across the side of the unit to the front. Also the s/n label located between the belt clip rails has rubbed off and become illegible.